Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that the patient presented with back pain and a CT performed revealed a type ia endoleak. The patient was treated for the endoleak with the placement of an endurant cuff followed by use of a reliant balloon. The endoleak was resolved. As per the physician, the cause of the event was anatomy related due to a severe reverse conical proximal neck anatomy which caused the graft to migrate and loose seal. No additional clinical sequelae were reported and the patient is fine.